Event description:
Info received indicates the brake will not hold at the foot end of the stretcher.

Manufacturer narrative:
The tech found the screw broken off in the hex rod. The tech replaced the hex rod to repair the bed.